Manufacturer narrative:
H10- vyaire failure analysis was not able to duplicate the reported issue. Visually inspected ltv unit found no signs of misuse or physical damage. Found no issues during review. Powered the unit into user mode and resumed same patient settings (previous patient settings), unit is ventilating normally without any alarms. The vent is currently in volume simv/ CPAP mode. Using same patient settings changed modes from simv/ CPAP to nppv. Unit successfully changed and accepted nppv mode. Cycled ltv power into user mode multiple times, unit remained in nppv mode. Allowed the unit to run for approximately 1 hour using nppv move. Removed boots and rear cover to perform a visual inspection to internal components, found no anomalies. Nppv - non invasive positive pressure ventilation. CPAP - continuous positive airway pressure. Simv - synchronize intermittent mandatory ventilation.

Event description:
It was reported to vyaire medical that the lap top ventilator 1200 would not stay in nppv (non invasive positive pressure ventilation) mode while on patient. The customer confirmed that there is no patient harm associated with this reported issue.

Manufacturer narrative:
Correction: h6:corrected device code.